Manufacturer narrative:
Evaluation conclusion = device evaluated by a third party service center. The sensor board only was returned.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" alarm codes were observed in the device's downloaded error log. The device's sensor board was replaced to address the issues. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.